Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed polarity switch due to high pacing impedance, oversensing noise resulting in inappropriate mode switch, and low pacing impedance on the atrial lead. Insulation damage was suspected on the atrial lead. No changes or intervention was reported. The patient condition was stable.